Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: air/water cylinder and suction cylinder had no color. Grip was shaved and scope cover was deformed. There was a scratch in the following; switch box, plug unit, and objective lens. Switch one had a dent and label on suction connector was damaged. Due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to dirt on light guide lens, illumination was uneven. Due to wear of angle wire, the play of up/down knob was out of the standard value. Bending tube was deformed. Due to clogging of jet tube in control unit, water could not be supplied. The universal cord had a wrinkle the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the videoscope had foreign objects in the air/water tube and cylinder, and the jet tube was clogged. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. During investigation, no device damage was found near the areas of the foreign material. It is not known whether the device was reprocessed by user in accordance with device instructions. A definitive root cause for the foreign material was not identified. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.